Manufacturer narrative:
The investigation of the returned web system found the pusher kinked at the hypotube joint. Furthermore, the proximal connector was found broken at the brown lead wire joint. The cause of the proximal connector breakage could not be determined; however, this damage prevented a full analysis of the device to assess whether conditions existed that could have caused or contributed to the reported non-detachment. The heater coil was not found damaged and showed no signs of thermal activation. The reported event is considered non-verifiable due to the inability to conduct further testing related to the reported event. The physical evaluation of the device could not identify the conditions or circumstances that led to the delivery system damage, but the damage is consistent with the device experiencing forces exceeding the delivery system's yield and tensile strength.

Event description:
See h11.

Event description:
It was reported that the web did not detach upon placing in the aneurysm, it was then removed. The procedure was finished using a coil and a stent. Additional information indicated: situation had no negative impact, the case was completed with coiling and stenting. The patient condition was reported as stabile.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is reported available but has not been returned to the manufacturer for analysis to date; therefore, the alleged product issue cannot be confirmed at this time. If the device or additional information is received, microvention, inc., will submit a supplemental report. The instructions for use (IFU) identifies non-detachment as potential complications associated with use of the device